Event description:
It was reported that a cassette leaked from one of its supply lines. This occurred during fill cycle one in peritoneal dialysis therapy. The patient observed a kink in the line where it exited the homechoice door. When the patient pulled on the line it began leaking. The patient was connected at the time of the event. The technical services representative assisted the patient in ending therapy and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.